Event description:
It was reported that the patient faced an infusion set tape did not stick event on 11 apr 2026.

Manufacturer narrative:
E1: patient city: kety. Patient country: poland. Name- medtronic minimed. Street-18000 devonshire street. City- northridge. State- ca . Zip code- 91325-1219. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 8021545.